Event description:
#Medwatcher #followup1 #FDA mw5039911 #(B)(4). Hair loss, hip pain and/or joint, feel like I cant control my moods, heart palps, hives the list goes on.

Event description:
(B)(4). Tired felt something was wrong with me all the time moods were crazy. Sharp pains that I still have from time to time. Even had breathing issues and was in fear I might be allergic.